Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The target temperature was 33 c, patient temperature was 33.3 c, water temperature was 29.4 c, system hours were 8399.1, pump hours were 7225.6, chiller temperature (t4) was 4.1 c, mixing command was 100 percentage and flow rate was good. Mss explained to nurse that the device needed to go to biomed for service. Nurse stated that would find another device to continue the patient therapy. Also explained to nurse how to purge pads and reset duration when finds another device and initiates therapy. Per sample evaluation results received on 27jul2022, it was noted that the double bend tube and the chiller evaporator outlet tube were replaced due to expansion and deformation found during repairs. It was also noted that the circulation pump was primed to allow autofill to complete.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The target temperature was 33 c, patient temperature was 33.3 c, water temperature was 29.4 c, system hours were 8399.1, pump hours were 7225.6, chiller temperature (t4) was 4.1 c, mixing command was 100 percentage and flow rate was good. Mss explained to nurse that the device needed to go to biomed for service. Nurse stated that would find another device to continue the patient therapy. Also explained to nurse how to purge pads and reset duration when finds another device and initiates therapy. Per sample evaluation results received on 27jul2022, it was noted that the double bend tube and the chiller evaporator outlet tube were replaced due to expansion and deformation found during repairs. It was also noted that the circulation pump was primed to allow autofill to complete.